Manufacturer narrative:
(B)(4).

Event description:
It was reported "the cvc is compressed (at approx. Cm 21). Advancing the wire and thus inserting it is not possible." There was no serious consequence for the patient, "but long lasting procedure for the patient". A new device was used. No patient harm was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the cvc is compressed (at approx. Cm 21). Advancing the wire and thus inserting it is not possible." There was no serious consequence for the patient, "but long lasting procedure for the patient". A new device was used. No patient harm was reported.